Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, asystole occurred. The lesion was predilated with multiple inflations of a 2.5 x 15mm maverick2 balloon. The physician made several attempts to advance a taxus express 2.5x 8 mm drug eluting stent but was unable to cross the lesion. On the final attempt, the pt went into asystole. The asystole was resolved and normal rhythm returned when the stent was pulled back. The physician opted to end the procedure at that point and no further intervention was performed. No further complications occurred. Pt status is satisfactory.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the mfg record shows that the device met material, assembly and products specifications. A CAPA has been initiated to address this issue. The root cause of the complaint can be attributed to operational context.